Manufacturer narrative:
The event occurred in the us. It was reported that the customer hadn't used the cardiohelp-I in a while and needed assistance in priming and troubleshooting the cardiohelp-I and hls set. Assistance was given over the phone through the priming process. During this process, customer reported that they got priming fluid inside the white chimney port on the hls set for the pressure/temp cable and then plugged the cable in and at 0 rpms (revolutions per minute) the pump was reading pven -350, pint 500. Customer was informed that if they got fluid into the connection port for the pressure/temperature cable that the set was unusable as it will no longer give reliable readings. Customer was advised to get another hls set but the customer had only one hls set available. The customer decided to use cotton balls to soak up fluid in the connection port and proceed with using circuit anyway. The hls set was used with inaccurate values. According to the ssu (sales and service unit) this customer needs to schedule additional education on cardiohelp system. No harm to any person has been reported. The affected beq-hls 7050 USA #shls set advanced 7.0 was not requested for return. Based on the information available at this time the reported failure "pressure sensor get wet" could be confirmed but the cause of the reported event was determined to not be attributed to a device related malfunction. The most probable root cause could be determined as internal issue/user error. This complaint was found in the database of customer complaints for the product beq-hls 7050 USA #shls set advanced 7.0 as a single event, for the review period from 2023-09-21 till 2022-09-21, based on the reported failure "pressure sensor get wet" for product beq-hls 7050 USA #shls set advanced 7.0. The production records of the affected beq-hls 7050 USA #shls set advanced 7.0 with lot# 3000270722 were reviewed on 2023-09-26. According to the 100 % inspection, all beq-hls 7050 USA #shls set advanced 7.0 with lot# 3000270722 passed the tests as per specifications. Production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter 6.2 priming the system in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 g-660 version 04 · us the customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the us. It was reported that the customer hadn't used the cardiohelp-I in a while and needed assistance in priming and troubleshooting the cardiohelp-I and hls set. Assistance was given over the phone through the priming process. During this process, customer reported that they got priming fluid inside the white chimney port on the hls set for the pressure/temp cable and then plugged the cable in and at 0 rpms (revolutions per minute) the pump was reading pven -350, pint 500. Customer was informed that if they got fluid into the connection port for the pressure/temperature cable that the set was unusable as it will no longer give reliable readings. Customer was advised to get another hls set but the customer had only one hls set available. The customer decided to use cotton balls to soak up fluid in the connection port and proceed with using circuit anyway. The hls set was used with inaccurate values. According to the ssu (sales and service unit) this customer needs to schedule additional education on cardiohelp system. No harm to any person has been reported. Complaint ID: (B)(4).